Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2026, the patient presented with right-sided weakness one day following device implantation. A computed tomography (CT) scan performed at that time demonstrated left-sided edema. At 10 days post-implant, magnetic resonance imaging (MRI) revealed severe left-sided edema. The patient was hospitalized for a total of 10 days. Treatment included corticosteroids. Clinical improvement in symptoms was reported after approximately five days of steroid therapy. Following hospitalization, the patient was discharged and referred for rehabilitation. On (B)(6) 2026, the reporting physician indicated that the patient's condition had completely resolved.